Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a yellow wrench alarm on the power module (serial number: (B)(6)) were confirmed. The unit returned to the pleasanton service depot (psd) and in unremarkable physical condition. When the unit booted up, a yellow wrench alarm activated. The error was traced to the main printed circuit board (pcb). The main pcb was replaced, and preventative maintenance was performed. The unit passed all functional testing, and was returned to the customer, ready for use. The main pcb was forwarded to the product performance engineering (ppe) group for further analysis. During ppe analysis, the issue was not able to be reproduced. The main pcb was connected to a test fixture and the alarm did not reactivate. The root cause for the yellow wrench alarm was determined to be due to a damaged main pcb but could not be traced further. The root cause for the damage to the main pcb was unable to be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Section 3 of the IFU, "powering the system", explains the various way to the power the heartmate 3 lvas, including how to use the power module. Section 8 of the IFU "equipment storage and care" describe how to care for and clean all equipment. The IFU and the patient handbook provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, which includes functional testing, cleaning, and inspection. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate power module instructions for use (IFU) (rev. B, sections 4.0 ¿power module (pm) backup power¿ and 5.0 ¿power module (pm) alarm conditions¿) instructs users on how to handle yellow wrench alarms that occur on the power module. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported by a biomedical engineer that there was a yellow wrench from the (B)(6) that would not resolve. They verified the unit was power cycled and powered on in the correct sequence.